Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant, the patient experienced unrelenting pain in bilateral lower legs, specifically the arches of the feet, with a severity of 10/10. The pain was immediate, occurred before the stimulator had been activated or programmed, and was described as new and unrelated to the patient's baseline pain. The pain did not subside during the initial recovery period. A low dose group was programmed in an attempt to alleviate the pain, but this intervention was unsuccessful. The patient was subsequently admitted to the hospital due to the persistent pain, and a magnetic resonance imaging (MRI) was performed to determine the cause. The patient and MRI technicians were guided through placing the stimulator in MRI mode using the patient programmer. The issue remained ongoing at the time of last contact. The manufacturer representative (rep) indicated they would send any further information as they become aware.